Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 57-year-old patient was implanted on (B)(6) 2017 with a biozorb marker following a surgical procedure for a left breast partial mastectomy. On (B)(6) 2019 patient reported pain in the left breast near the biozorb implant area since one year ago. On (B)(6) 2024 the patient reported worsening left pain over the past 4 weeks, patient stating she feels something is wrong. She describes constant ache to her breast, frequent stabbing pain going upwards in the left breast. The pain is related to non-absorption of the biozorb implant. Patient wants the implant removed. On (B)(6) 2025 patient was referred to another clinic where she was offered all the information for removal of biozorb which she needed to discuss with attorney and family, following to take a decision regarding removal of the device. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.